Manufacturer narrative:
H6: investigation summary the complaint of false positive results with the biogx sars-cov-2 assay was reported against the max instrument catalog number 441916, serial number (B)(6). Database and log files were reviewed. The instrument met all required bd specifications. The complaint is not confirmed. The root cause is unknown. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No parts or materials were returned as a part of this complaint investigation. No new risks, trends, or hazards were identified based on this investigation.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument a false positive result was obtained by the laboratory. Confirmation testing was performed, no false results were sent to the doctor. There was no report of impact to patient.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional device type is as follows: PMA / 510(k)# k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument a false positive result was obtained by the laboratory. Confirmation testing was performed, no false results were sent to the doctor. There was no report of impact to patient.